Event description:
It was reported that the patient presented to the ER after receiving hv therapy. It was found that the lead had dislodged. The lead was repositioned and the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.